Event description:
The rptr stated that the surgeon was inserting a eyeonics crystalens lens using a ftp plunger, and the foam tip plunger over/rode the lens and tore the lens. The incision was enlarged to remove the lens and another same type lens was inserted, no suture was required.